Event description:
The complaint states that signal loss over one hour occurred for the g7 receiver with transmitter serial number ni. Data was provided for investigation. The problem was confirmed for g7 android app with transmitter serial number (B)(6). The probable cause was the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).